Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified; however, it is likely that the image was not displayed temporarily due to a faulty cable. The event can be prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was a diagnostic laparoscopy.

Manufacturer narrative:
The device has been returned and inspected. The customer allegation of no image was not confirmed. Error e224 was displayed on the monitor due to a faulty cable, but the image was present. Additionally, it was noted there is a faded label on the rear cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was no image from the camera head and a communication error was displayed. The issue occurred toward the end of the unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.